Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: abdomen / a dislodged right coil is visualized within the mesenteric fat adjacent to the segment of the ascending colon.'), device breakage ('device breakage/broken iud/ left essure coil was broken'), embedded device ('one of the coil was imbedded in her uterus'), uterine perforation ('perforation uterus / left essure coil broke and protruding from my uterus') and lower gastrointestinal haemorrhage ('blood per rectum') in a 29-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2013, overweight, multiple allergies, afebrile convulsion, vital signs measurement, anxiety, asthma, ovarian cyst, back pain, appendectomy, marsupialization of bartholin's abscess, carpal tunnel syndrome, black stools, fever chills, constipation, chest pain, swelling nos, application site warmth, weakness, dysfunctional uterine bleeding, ovarian cyst ruptured, cervix inflammation and urinary urgency. Concurrent conditions included grand multiparity and bowel adhesions. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, levocetirizine, morphine, ondansetron hydrochloride, oral contraceptive nos from (B)(6) 2015 to (B)(6) 2016, oxycodone, paracetamol (acetaminophen) from (B)(6) 2017, paracetamol (tylenol) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / status post right essure coil expulsion."). On (B)(6) 2015, the patient experienced lower gastrointestinal haemorrhage (seriousness criterion medically significant), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: persistent vomiting of unknown cause"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain(generalized)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / heavy bleeding"), pelvic pain ("pelvic pain"), arthralgia ("joints pain") and abdominal symptom ("gastrointestinal or digestive system condition type: upper abdominal symptoms that persist despite an appropriate trial of therapy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and congenital anomaly) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headache"), urticaria chronic ("rashes or skin conditions type: chronic uticaria ¿ as reported,"), medical device site inflammation ("inflammation near the coils"), flatulence ("gas"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycle / irregular bleeding"), amenorrhoea ("lack of menstrual cycle"), discomfort ("overall general discomfort"), stress ("mental stress"), hypomenorrhoea ("period started and only lasted 1 day") and procedural pain ("went 3rd time a week and half after hysterectomy because I was still in pain") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (on (B)(6) 2016 underwent bilateral salpingectomy and total hysterectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, uterine perforation, lower gastrointestinal haemorrhage, device expulsion, migraine, nausea, dyspareunia, fatigue, weight increased, vomiting, abdominal pain, diarrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, arthralgia, urticaria chronic, medical device site inflammation, flatulence, abdominal distension, menstruation irregular, amenorrhoea, discomfort, stress and hypomenorrhoea outcome was unknown, the dysmenorrhoea had resolved and the abdominal symptom and procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal symptom, amenorrhoea, arthralgia, device breakage, device dislocation, device expulsion, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, hypomenorrhoea, lower gastrointestinal haemorrhage, medical device site inflammation, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, procedural pain, stress, urticaria chronic, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 187 lbs. There was one coil visualized coming from the left tubal ostia and five coils visualized coming from the right tubal ostia. On (B)(6) 2016 patient underwent bilateral salpingectomy, on (B)(6) 2017 underwent total hysterectomy (uterus and cervix removed) doctor misplaced the right coil and cut through the left when removing fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Computerised tomogram - on an unknown date: metallic fragments still inside my abdomen; on an unknown date: fragment coming out of my uterus. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded), patient did not have the essure coil in the right fallopian tube. Ultrasound pelvis - on an unknown date: right essure coil was not visualized. Ultrasound scan - on an unknown date: coil in my uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, embedded device, device breakage. Concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation, nightmare, flatulence, abdominal distension, hypomenorrhoea, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: abdomen / a dislodged right coil is visualized within the mesenteric fat adjacent to the segment of the ascending colon.'), device breakage ('device breakage/broken iud/ left essure coil was broken'), embedded device ('one of the coil was imbedded in her uterus'), uterine perforation ('perforation uterus / left essure coil broke and protruding from my uterus'), fallopian tube perforation ('fallopian tube perforation'), lower gastrointestinal haemorrhage ('blood per rectum') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2013, overweight, multiple allergies, afebrile convulsion, vital signs measurement, anxiety, asthma, ovarian cyst, back pain, appendectomy, marsupialization of bartholin's abscess, carpal tunnel syndrome, black stools, fever chills, constipation, chest pain, swelling nos, application site warmth, weakness, dysfunctional uterine bleeding, ovarian cyst ruptured, cervix inflammation and urinary urgency. Concurrent conditions included grand multiparity and bowel adhesions. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, levocetirizine, morphine, ondansetron hydrochloride, oral contraceptive nos from (B)(6) 2015 to (B)(6) 2016, oxycodone, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2017, paracetamol (tylenol) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / status post right essure coil expulsion."). On (B)(6) 2015, the patient experienced lower gastrointestinal haemorrhage (seriousness criterion medically significant), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: persistent vomiting of unknown cause"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain(generalized)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / heavy bleeding"), pelvic pain ("pelvic pain"), arthralgia ("joints pain") and abdominal symptom ("gastrointestinal or digestive system condition type: upper abdominal symptoms that persist despite an appropriate trial of therapy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and congenital anomaly) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headache"), urticaria chronic ("rashes or skin conditions type: chronic uticaria ¿ as reported,"), medical device site inflammation ("inflammation near the coils"), flatulence ("gas"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycle / irregular bleeding"), amenorrhoea ("lack of menstrual cycle"), discomfort ("overall general discomfort"), stress ("mental stress"), hypomenorrhoea ("period started and only lasted 1 day") and procedural pain ("went 3rd time a week and half after hysterectomy because I was still in pain") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (on (B)(6) 2016 underwent bilateral salpingectomy and total hysterectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, uterine perforation, fallopian tube perforation, lower gastrointestinal haemorrhage, genital haemorrhage, device expulsion, migraine, nausea, dyspareunia, fatigue, weight increased, vomiting, abdominal pain, diarrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, arthralgia, urticaria chronic, medical device site inflammation, flatulence, abdominal distension, menstruation irregular, amenorrhoea, discomfort, stress and hypomenorrhoea outcome was unknown, the dysmenorrhoea had resolved and the abdominal symptom and procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal symptom, amenorrhoea, arthralgia, device breakage, device dislocation, device expulsion, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, hypomenorrhoea, lower gastrointestinal haemorrhage, medical device site inflammation, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, procedural pain, stress, urticaria chronic, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 187 lbs. There was one coil visualized coming from the left tubal ostia and five coils visualized coming from the right tubal ostia. On (B)(6) 2016 patient underwent bilateral salpingectomy, on (B)(6) 2017 underwent total hysterectomy (uterus and cervix removed) doctor misplaced the right coil and cut through the left when removing fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Computerised tomogram - on an unknown date: metallic fragments still inside my abdomen; on an unknown date: fragment coming out of my uterus. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded), patient did not have the essure coil in the right fallopian tube. Ultrasound pelvis - on an unknown date: right essure coil was not visualized. Ultrasound scan - on an unknown date: coil in my uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, embedded device, device breakage concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation, nightmare, flatulence, abdominal distension, hypomenorrhoea, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Reporters information updated. Event: general abnormal bleeding , fallopian tube perforation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: abdomen / a dislodged right coil is visualized within the mesenteric fat adjacent to the segment of the ascending colon.'), device breakage ('device breakage/broken iud/ left essure coil was broken'), embedded device ('one of the coil was imbedded in her uterus'), uterine perforation ('perforation uterus / left essure coil broke and protruding from my uterus') and lower gastrointestinal haemorrhage ('blood per rectum') in a (B)(6)-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2013, overweight, multiple allergies, afebrile convulsion, vital signs measurement, anxiety, asthma, ovarian cyst, back pain, appendectomy, marsupialization of bartholin's abscess, carpal tunnel syndrome, black stools, fever chills, constipation, chest pain, swelling nos, application site warmth, weakness, dysfunctional uterine bleeding, ovarian cyst ruptured, cervix inflammation and urinary urgency. Concurrent conditions included grand multiparity and bowel adhesions. Concomitant products included aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, levocetirizine, morphine, ondansetron hydrochloride, oral contraceptive nos from (B)(6) 2015 to (B)(6) 2016, oxycodone, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2017, paracetamol (tylenol) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / status post right essure coil expulsion."). On (B)(6) 2015, the patient experienced lower gastrointestinal haemorrhage (seriousness criterion medically significant), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: persistent vomiting of unknown cause"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain(generalized)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / heavy bleeding"), pelvic pain ("pelvic pain"), arthralgia ("joints pain") and abdominal symptom ("gastrointestinal or digestive system condition type: upper abdominal symptoms that persist despite an appropriate trial of therapy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and congenital anomaly) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headache"), urticaria chronic ("rashes or skin conditions type: chronic uticaria ¿ as reported,"), inflammation ("inflammation near the coils"), flatulence ("gas"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycle / irregular bleeding"), amenorrhoea ("lack of menstrual cycle"), discomfort ("overall general discomfort"), stress ("mental stress"), hypomenorrhoea ("period started and only lasted 1 day") and procedural pain ("went 3rd time a week and half after hysterectomy because I was still in pain") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (on (B)(6) 2016 underwent bilateral salpingectomy and total hysterectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, uterine perforation, lower gastrointestinal haemorrhage, device expulsion, migraine, nausea, dyspareunia, fatigue, weight increased, vomiting, abdominal pain, diarrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, arthralgia, urticaria chronic, inflammation, flatulence, abdominal distension, menstruation irregular, amenorrhoea, discomfort, stress and hypomenorrhoea outcome was unknown, the dysmenorrhoea had resolved and the abdominal symptom and procedural pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal symptom, amenorrhoea, arthralgia, device breakage, device dislocation, device expulsion, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, hypomenorrhoea, inflammation, lower gastrointestinal haemorrhage, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, procedural pain, stress, urticaria chronic, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight (B)(6). There was one coil visualized coming from the left tubal ostia and five coils visualized coming from the right tubal ostia. On (B)(6) 2016 patient underwent bilateral salpingectomy, on (B)(6) 2017 underwent total hysterectomy (uterus and cervix removed) doctor misplaced the right coil and cut through the left when removing fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Computerised tomogram - on an unknown date: metallic fragments still inside my abdomen; on an unknown date: fragment coming out of my uterus. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded), patient did not have the essure coil in the right fallopian tube. Ultrasound pelvis - on an unknown date: right essure coil was not visualized. Ultrasound scan - on an unknown date: coil in my uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device dislocation, embedded device, device breakage concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation, nightmare, flatulence, abdominal distension, hypomenorrhoea, procedural pain. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs,mr and social media received- previously reported event ¿injury¿ updated to ¿perforation uterus / left essure coil broke and protruding from my uterus¿, events- ¿migration of essure device location of device: abdomen / a dislodged right coil is visualized within the mesenteric fat adjacent to the segment of the ascending colon, one of the coil was imbedded in her uterus, device breakage/broken iud/ left essure coil was broken, expulsion of essure device/status post right essure coil expulsion, migraines/headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, vomiting, abdominal pain(generalized), diarrhea, blood per rectum, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), pelvic pain, joints pain, rashes or skin conditions type: chronic uticaria, upper abdominal symptoms that persist despite an appropriate trial of therapy, heavy/irregular bleeding, irregular menstrual cycle, lack of menstrual cycle, overall general discomfort, mental stress, period started and only lasted 1 day, went 3rd time a week and half after hysterectomy because I was still in pain¿, lot number , medical. History and concomitant drug , lab data, reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.